Event description:
The customer reports that the system displayed a saturation fault error message. There are intermittent non-exposures.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.